Event description:
It was reported the pt experiences uncomfortable unintended rib stimulation that has been present since the implant date. Reprograming was unable to eliminate simulation from the left rib cage. Surgical intervention is planned to address the issue. Note the pt has 2 leads from the same lot number implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.